Manufacturer narrative:
(B)(4). Report source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a revision approximately three years post implantation due to a recurrent right hip dislocation and instability. The head a liner components were exchanged without complications. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h3; h6. Corrected: d4, e1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relate to the reported event were found. Review of the available records identified the following: good ingrowth was found for the stem and the cup was stable. The head and liner were explanted and replaced with zb products. No complications noted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.